Manufacturer narrative:
An event regarding crack/fracture involving a trident liner and ceramic head was reported. Following review of x-rays by a clinical consultant malposition of the trident shell was confirmed. Device evaluation and results: not performed as the device was not returned. The device remained implanted. Medical records received and evaluation: a medical review was performed and concluded: - cup malposition in high inclination and high anteversion has lead to an error in radiological interpretation of findings where after a fall of the patient some femoral head eccentricity was interpreted as a ceramic liner fracture while in reality being caused by slight subluxation of the femoral head during radiological examination." The root cause of the event was determined to be related to cup malposition. A clinical review did not indicate any evidence of a device related issue. No further investigation for this event is possible at this time. If devices and / or additional information such as adequate clinical or radiological information become available, this investigation will be reopened. Remains implanted.

Event description:
An extraction of ceramic liner and alumina head from trident psl 52mm cup was reported. The patient fell, the surgeon felt the ceramic head or liner may have fractured. During revision surgery it was determined neither head nor liner had fractured. A replacement trident poly liner and metal head were implanted.